Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer¿s blood glucose level was 509 mg/dl at the time of incident and current blood glucose level was 118 mg/dl. Customer¿s other blood glucose level was 510 mg/dl at the time of call. The customer provides details regarding symptoms of their high blood glucose episodes such as vomiting. Customer was treated with insulin drips, shots and fast and long acting. Customer was admitted into the intensive care unit with insulin pump. Customer reported that insulin pump had received a hardware low level failure alarm. Customer did not allege insulin pump was under delivering. Customer was performed displacement test and the test was passed. Customer wishes to performed the high pressure test. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.